Manufacturer narrative:
Results of engineering evaluation the complaint device was returned and an engineering evaluation was performed. Engineering confirmed that the device had been deployed. The deployed endoprosthesis was outside of the introducer sheath. The deployment line had pulled out from the leading olive and constraining sleeve. The leading end of the catheter was separated from the catheter body at the trailing olive, but the leading olive was still bonded to the leading end of the catheter. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the instructions for use (IFU) and bending the catheter likely contributed to the reported event.

Manufacturer narrative:
Implant date: if implanted, give date: added the implant date of (B)(6) 2015. Explant date: if explanted, give date: added the explant date of (B)(6) 2015.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On an unknown date, the patient was implanted with a non-gore endoprosthesis to treat an abdominal aortic aneurysm. On december 25, 2015, the patient underwent endovascular repair of the proximal type I endoleak using a gore excluder aaa endoprosthesis, aortic extender component (pla280300j/13999364). The physician inserted an introducer sheath and attempted to advance the delivery catheter of the pla280300j through the patient's highly tortuous aorta, but it could not reach an intended position. The physician retrieved the delivery catheter once, bent it, and then inserted it into the patient again. However, the delivery catheter could not advance, and several more attempts were made, but those were unsuccessful. When the physician was exchanging a guidewire, it was revealed that the leading olive was detached from the catheter. The physician attempted to catch the detached portion using a snare catheter, but it was not successful. The delivery catheter was then retrieved together with the introducer sheath. During retrieval of the delivery catheter, the detached olive was caught on the access vessel, and the aortic extender component was unintentionally deployed in the access vessel. The physician surgically explanted the aortic extender component and replaced the access vessel using a vascular graft. The physician elected to abort the endovascular procedure. It was reported that several attempts were made to advance the delivery catheter through the tortuous anatomy, which could have contributed to the detachment of leading olive. Additionally, a possible cause of the inability to advance the delivery catheter is that the guidewire might have been caught on into the non-gore endoprosthesis.